Event description:
It was reported that the 9600+ system displayed a charger failure error message. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the battery packs and x-ray on switch. The system was tested and found to be working as intended and placed back into service.